Manufacturer narrative:
Due diligence has been executed for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use the device yielded no image. There is no reported harm to any patient.

Manufacturer narrative:
The device is not returned and there is discrepancy in the device model number and serial number as reported by customer. As such, a device evaluation could not be fully performed. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. This device has not been returned to olympus. Customer confirmed the device of the issue is otv-s7pro with serial number (B)(6). However, otv-s7v should be the correct model number and the serial number provided by customer belongs to another device. As such, with these discrepancies, the manufacturing date and device history record review could not be performed. The reported issue of image not appearing may have happened for the following reasons: aged deterioration of equipment. If a long period of time has passed since the product was manufactured, the locks and pins of the video connector receiver and the electronic components on the internal board may have deteriorated, making it prone to malfunction. Accidental failure of equipment. It is possible that an image defect has occurred due to an accidental failure of the internal board.